Event description:
During a remote follow up, it was observed the device was no longer connected via radio frequency (rf) telemetry. The patient attended clinic and the device was unable to be interrogated. A device exchange is anticipated but has not yet been performed. The patient was stable.